Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 352 mg/dl, 92 mg/dl, 273 mg/dl, and 531 mg/dl. Low blood glucose symptoms reported with these results. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.